Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited low impedance, elevated thresholds and noise. Insulation damage was suspected. The lead was not explanted due to access issues at the original implant. The lead was programmed from ddd to ddi mode.